Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 279 mg/dl. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump alarmed compromised forced sensor system during rewind due to loose/protruded drive support disk. The motor was tested outside the device and passed.